Event description:
It was reported, the patient was not receiving effective stimulation coverage, she was only receiving coverage on one side. The physician opted to unplug one tail of the paddle lead and insert a percutaneous lead to provide coverage to the patient's other side.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.